Event description:
During a laparoscopic assisted vaginal hysterectomy the tsf10 was working fine and then stopped generating energy to the jaws of the device. The generator was working correctly. Another device from another competitor was opened and worked fine with the same generator to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Conclusion: based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was tested for electrical continuity and functioned as designed. The instrument was disassembled and was found to be conforming. It was concluded that the instrument was conforming to design specs. The experience the surgeon reported could not be repeated. Comments: each instrument is evaluated during the assembly process to ensure it functions properly.